Manufacturer narrative:
This report is being sent as follow-up #1 to update section , and to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly and pouch label. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 2 ml of air left in the band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were seen from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak on both sides of the tubing channel of the balloon tab. The ops quality engineer (qe) was notified, and a non-conformances (nc) was started for this issue. The nc will have the root cause analysis and corrective actions. A corrective and preventative action (CAPA) was started for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved tr band balloon began to slowly deflate after it was placed on the radial artery. Another tr band was placed above the original, on the arm to stop the bleeding and another tr band was placed at the access site. There was no harm to the patient. The patient was in stable condition. The procedure outcome was completed successfully. The event occurred post-operative. The patient was not injured, medical or surgical intervention was not required. Additional information received 21 jun 2023: the procedure prior to using the involved tr-band was a heart catheterization. There was 18ml's of air injected into the tr band when it was applied. Other devices used in the access site was a glide sheath slender. The band was noted to be losing air right away after the initial inflation. The estimated blood loss was less than 250cc. There was no noticeable damage to the device. Additional information received 03 jul 2023: terumo medical received an FDA medwatch report # mw5118706. The event description states: transparent radial artery band would not hold air when applying pressure to radial artery post cardiac cath. It was leaking at the airline part (distal) attached to the transparent radial artery band. Needed to open a new band and re-apply to control bleeding.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.